Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under all the te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed benadryl for the rash. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.